Manufacturer narrative:
Describe event or problem: additional information: a specific cause for the reported events could not be conclusively determined. The submitted system controller log files contained approximately 37 days of overlapping data, spanning from (B)(6) 2017 at 13:31 to (B)(6) 2017 at 9:05, and captured elevations in pump power/estimated flow, as well as multiple pi events. Per information received on (B)(6) 2017, the patient¿s lactate dehydrogenase was 591u/l, which was an increase from their normal range of 300-400u/l. The patient¿s ramp echocardiogram looked fine and their ldh reportedly returned to normal the following day. The patient was reportedly stable and remains ongoing on vad support with no further issues having been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient¿s lactate dehydrogenase was increased from their normal range. The patient¿s ramp echocardiogram looked fine and their ldh reportedly returned to normal the following day.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, while still in the hospital post-implant, a CT scan showed an acute right parietal intraparenchymal hemorrhage without significant mass effect, and a small subcortical left parietal hemorrhage. The patient is currently in the progressive care unit, medically stable, and working on physical endurance. Plans to transfer the patient to a long-term acute care hospital are being considered. There were no reports of any issues with the lvad or rvad devices. It was clarified that the patient had a complicated pre- and post-implant course. Prior to implant, the patient was admitted in cardiogenic shock and an intra-aortic balloon pump was placed. The lvad and a right ventricular extracorporeal support device and membrane oxygenation (ECMO) were both implanted on (B)(6) 2017. The rvad and ECMO were removed on approximately (B)(6) 2017. The patient reportedly experienced ¿a bit of¿ a systemic inflammatory response syndrome (sirs) post removal, but did not require much other support. An echocardiogram revealed a mildly dilated right ventricle with moderately decreased function. The patient remained off pressors. Lactate dehydrogenase level was stable in the 300s u/l on heparin. On an unspecified date, elevations in pump power and flow occurred and the patient experienced bright red, gastrointestinal (gi) bleeding. A colonoscopy revealed an anorectal source determined to likely be a small stercoral ulcer with a varicose vein that was treated with a hemoclip. Log file review did not detect any issue with pump function. The patient later experienced the intraparenchymal hemorrhage with unspecified neurological deficits. No additional information was provided.